Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the gap was generated between the lens and the ultrasonic probe by handling. The event can be prevented by following the instructions for use (IFU) which state: ·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition, evaluation the complaint was confirmed and water tightness was lost due to a pinhole on the bending section cover. Also, evaluation found the up/down knob could not be locked securely due to wear of the forceps elevator lever, switch #1 was cut, the number of missing element exceeds the standard value due to damage on the ultrasonic probe, the acoustic lens was damaged, the bending section cover adhesive was chipped, the connecting tube had buckling, the bending angle in the down direction did not meet the standard value due to wear of the angle wire, and the instrument tube was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that air bubbles came out of the sheath on the distal end of the evis exera ii ultrasound gastrovideoscope. The issue occurred during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a gap between the acoustic lens and ultrasound probe and a stain entered inside the lens through the gap. The report is being submitted due to gap between the lens and probe and stain inside found during evaluation.